Event description:
The complainant reported that in 2005, a vaxcel chest port was therapeutically implanted in a female pt (age unknown). In 2006, the device port and catheter were found to have become separated. The complainant reported that the device was successfully replaced and that there were no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as the device was discarded at the facility. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedure.